Manufacturer narrative:
On 06/30/2010: this event concerns a device that was manufactured and used outside the united states. Since the device remains implanted, the programmer files were reviewed. (B)(4). Conclusion: noise oversensing was confirmed through files review. Such oversensed events most probably result from a ventricular lead / connection issue on the rv pace / sense path. The sudden onset of the noise sensing issue, and the noise pattern observed suggest an intermittent phenomenon possibly related to a lead insulation defect, a lead dislodgement / displacement, a lead conductor failure (on the low voltage conductor between the rv coil - proximal electrode - or the rv tip - distal electrode - and the corresponding is-1 terminal), or a connection issue (loose setscrew at rv is-1 connector level).

Event description:
The ICD involved in this MDR was implanted on (B)(6) 2008, with a sorin isoline 2ct6 ((B)(4)) ventricular defibrillation lead. During scheduled f/u on (B)(6) 2010, ventricular noise sensing episodes were stored in ICD memories. All electrical parameters (continuity, impedance, thresholds, etc.) Seem to be normal. Review of the files suggested a connection issue or a lead issue. Recommendations were sent on (B)(6) 2010: a re-intervention should be evaluated in order to check proper lead and connection.